Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report:3006705815-2019-01805. It was reported that the system was not providing effective coverage of pain relief since (B)(6) 2019. Impedances were checked and was found normal. To address the issue the patient may be awaiting surgical intervention .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention where the scs system was explanted .

Event description:
Device I of 2. Reference MFR. Report:3006705815-2019-01805.